Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields - e1( event site postal code - 10330, event site state - zz), h6 (health effect ¿ clinical code). Fse resolved the issue by replacing front end board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified the reported issue. Fse bid for front end board to be replaced. There was no information regarding the completion of repair. Record will be closed and will reopen once new information is available. No repair information.

Event description:
It was reported during a routine check performed by the customers nurse the cardiosave intra-aortic balloon pump (iabp) unit pressure cable connector is broken. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.